Event description:
At the two year follow-up cat scan, it was noticed that the patient had developed occlusion of the left iliac limb. Patient is currently undergoing thrombolysis and intervention to improve the flow into the left iliac. Additional information was not provided such as date of implant, which devices were used, patient anatomy, and if the images will be provided to assist with the investigation. Patient is currently undergoing thrombolysis and intervention to improve the flow into the left iliac.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significant calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per quality engineering risk assessment, the rpn remains at an acceptable level as a result of this complaint.